Manufacturer narrative:
Continuation of d11: product ID 977c165 serial# (B)(6) implanted: (B)(6) 2019 explanted: (B)(6) 2019 product type lead product ID 977c165 serial# (B)(6) implanted: (B)(6) 2019 explanted: (B)(6) 2019 product type lead medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported that the patient stated the paddle failed terribly, and had to be removed two days later. The patient was in the hospital for 37 days. No further information was reported.

Manufacturer narrative:
Concomitant medical products: product ID: 977c165, serial# (B)(4), implanted: (B)(6) 2019, explanted: (B)(6) 2019, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from an MRI technician regarding a patient who was implanted with a neurostimulator for spinal pain. It was reported that the spinal cord stimulator (scs) was implanted three days prior to the report but the patient claimed that the lead was removed on the night prior to the report and the implantable neurostimulator (ins) remained implanted. It was also reported that the scs trial was fine but when the ins was implanted, the patient¿s pain was 100 times worse, therefore the lead was removed so the patient could ¿get treatment done which was working better¿. The patient added that he noticed on (B)(6) 2019 that the therapy was ¿not doing as well as it should have¿. The MRI tech stated that they spoke to a manufacturer representative (rep) about the patient, but they were not aware of the explant. In the end, the patient was redirected to follow-up with their healthcare professional (hcp) to confirm the implant status. There were no further complications reported or anticipated.